Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed was performed by a manufacturer representative. The cable was found to be damaged. The issue was resolved upon part replacement and the system passed a system checkout. The system was returned to an operational condition. The cable was returned to the manufacturer for analysis. Analysis found that the cable had been damaged, and the internal wires were exposed but no bare conductors were exposed. The cable passed continuity tests with no open shorts detected.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that, during planned maintenance (pm), there was an exposed wire on the axiem cable of the navigation system. There was no patient present when this issue was observed.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.